Manufacturer narrative:
Concomitant medical products: 6947m55 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to infection and device erosion through the skin. Pus drainage was noted. Cultures were obtained and antibiotics were administered. A new cardiac resynchronization therapy pacemaker (crt-p) system was implanted. No further patient complications have been reported as a result of this event.